Event description:
A customer contacted stryker to report that the monitor could not detect rhythm in paddle lead. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. It was found that the therapy board and the system board were defective. It was determined that the device could not be repaired. The device was returned to the customer unrepaired per their request.